Event description:
Reporter indicated that a lead fracture was found during a revision surgery. The surgeon stated that the lead appeared to be split and had some kinks in it. The lead was replaced, and the explanted lead was returned to the manufacturer for analysis. A portion of the lead including the electrodes was not returned and therefore, could not be analyzed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Follow up with the neurologist's office revealed that they were not aware of the lead break and had not taken any x-rays to confirm.

Manufacturer narrative:
Only a portion of the lead was returned for analysis, which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.